Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection with naked eye and microscope noted cracked / broken light blue main body. Functional testing performed included underwater pressure leak testing, clear passage testing and clamp function testing with no issues noted. The reported condition of leak was not verified, however the device did not meet specifications due to the damage noted in visual inspection. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of a transfer set was cracked and leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.